Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The nurse reported via phone call indicating high blood glucose readings and hospitalization from the insulin pump. The nurse called asking for instructions on taking the pump off of the customer and turning it off. The doctor was unsure if the pump is malfunctioning because the customer is experiencing blood glucose issues and just arrived to the hospital. The nurse was advised to detach the customer from the pump at quick release and to suspend the pump. The customer was advised to call back to troubleshoot.